Manufacturer narrative:
The reported event of noble telemetry was confirmed. The device was received with no telemetry. Analysis performed indicated device battery voltage was at end of life (eol). Device was cut open and battery was sent out for analysis. Further analysis of battery was performed, and it was noted that low voltage was due to a tab disconnected from the cathode.

Event description:
It was reported that the patient had experienced syncope and was hospitalized due to a unrelated condition. The device was unable to be interrogated using bluetooth telemetry. Technical support was contacted and provided advice on how to reset the bluetooth but it was unsuccessful. There was no allegation that the device caused the syncope. A revision procedure was performed. The device was then explanted and replaced to resolve the event. The patient is stable.